Manufacturer narrative:
(B)(4).

Event description:
The pt underwent magnetic resonance imaging (MRI). Twenty five mins after the pt was out of the MRI, a confirmed motor stall was noted in the event logs. No motor stall recovery was recorded. Add'l info has been requested, but was not available as of the date of this report.